Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor failure. Customer does not recall any significant events leading to the error. Customer's blood glucose was 149 mg/dl at the time of incident. Troubleshooting advised customer to contact their doctor regarding the pump. Customer indicated that she had called previously for a replacement pump and one will be shipped to her. No further information was given.